Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sticky buttons and need to hold buttons to respond. The customer's blood glucose value was unknown. The insulin pump didn't alarm when insulin pump was not delivering insulin. The insulin pump squirts insulin when priming and gear was clicking when priming. The battery life was diminished in less than a week and insulin pump had failed battery alert. The customer stated that there was crack in left hand bottom plastic of insulin pump hairline fracture glass but did not hinder view. The insulin pump will not be returned for analysis.